Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hrx. Device is an instrument and is not implanted/explanted. The device history review revealed an unpack / destroy label work order # (B)(4), for (B)(4) parts, for p/n 352.252, lot # 7668255, per the sterile rework order request form, dated (B)(4) 2014. This is a mark two engineering part - 13 mm reamer head for reamer / irrigator / aspirator (ria). The original lot # 7474804, revealed the 13 mm reamer head for ria, p/n 352.252, was manufactured by mark two engineering, per the work order (B)(4), per po # 1583269, for 107 parts. Mark two¿s certificate of compliance (dated (B)(4) 2013) indicated the lot was manufactured and conformed to p/n 352.252, revision ¿e¿.the certification from vacu-braze for heat treat (dated (B)(4) 2013), material certification from (B)(4) (dated (B)(4) 2013), and material certification from (B)(4). (Dated (B)(4) 2013), indicates the lot conformed to specifications. The lot was inspected and conformed to the synthes tabulated incoming final inspection sheet # (B)(4), revision ¿f¿. There were no complaint-related issues, material review reports, or nonconformance reports associated with this lot. (B)(4) parts were released to the warehouse on october 15, 2013. The reamer head for ria was manufactured to the synthes drawing number 352.252, revision ¿e¿, released on september 24, 2009. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: the reamer head (352.252s) has all four tines broken off. The ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. This complaint involves two driveshafts, two reamer heads, and two tube assemblies breaking. It is likely that driveshaft failure lead to both the reamer heads and the tube assemblies breaking. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. It is possible that use of an incorrect drive unit over torqued the drive shaft tip causing failure which in turn caused the reamer head and tube assembly to break. The reamer head drawing was reviewed and determined to be suitable for the intended design and application. After reviewing the related product drawings, the design is adequate for its intended use and did not contribute to this complaint condition. As the instruments did break, the complaint is confirmed. Specific details regarding the technique used/application which led to the device failures were not provided. It is likely that drive shafts failed due to excessive force being applied and that this initial failure caused the reamer heads and tube assemblies to break as well. Because the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use.. Email address was reported in error on initial medwatch. No contact information for the hospital contact was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two reamer heads, two reamer irrigator aspirator (ria) tube assembly devices and two driver shafts had broken during surgery. The surgeon was performing a reamer irrigation aspiration procedure and as the surgeon was reaming, the drive shaft snapped at the end along with the reamer head and ria tube assembly. The surgeon then elected to use another ria tube assembly and while attempting to insert the ria, the drive shaft broke at the end along with the reamer head and the ria tube assembly. Debris from the broken instruments was left in the patient. There was a 30 minute delay in surgery. An adequate amount of bone graft was harvested, and surgery was successful. This is report 5 of 6 for (B)(4).

Manufacturer narrative:
Lot number noted upon receipt of product: 7474804. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.